Event description:
After a radial artery procedure, infection was reported at the insertion site, approx one week later. Pt suffers from cellulitis and painful edema. Some weeping at the site, and the formation of the lump under the skin.